Event description:
This is filed to report single leaflet device attachment. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted a posterior prolapse and flail were present, and the leaflets were thickened. One clip was deployed on the mitral valve, reducing mr to a grade of 2. An xt clip was inserted and deployed laterally of the implanted clip, reducing mr to a grade of 1. However, after the physician removed the gripper line (gl), it was observed the xt clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr returned to a grade of 2 and the xt was confirmed to be stable on the posterior leaflet. Therefore, no additional clips were implanted, and the procedure was discontinued. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported incomplete coaptation (single leaflet device attachment/slda) appears to be related to challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.